Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Further device information has been included. Therefore, an additional report was included pertaining to the event. Device 2 of 2. Reference MFR report #: 1627487-2016-06003. It was reported ((B)(6)) the patient experienced ineffective stimulation. An impedance check revealed high impedance on multiple contacts. As a result, the lead was explanted and replaced on (b))6) 2016. The extension was also explanted during the procedure. The issue was resolved.